Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported the pump navigated out of fill tubing screen without customer consent. Upon reloading the cartridge, a minimum fill notification occurred after filling a cartridge with 250 units of insulin. The customer¿s blood glucose level was 361 mg/dl. Reportedly, a new cartridge was loaded successfully and insulin delivery was resumed.